Manufacturer narrative:
Date of event: actual date of event is unknown.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber beam emitted in the axis instead of being at 90 degree. The procedure was completed with a second fiber. No further information was provided.